Event description:
Customer reported formalin smell from the wax baths and tissues in the run were compromised. There appeared to have extreme heat artefact which was more pronounced at the periphery of the tissue sections. The peloris instrument under processed the tissue that lead to the need to re-process the tissue. A re-biopsy was required after tissue was re-processed on another company's tissue processor.

Manufacturer narrative:
No instrument fault was identified during the investigation. A contamination in wax bath 4 is the most likely cause of damage to the tissue in retort a. The fact that the samples sat in wax bath 4 for an extended period after the run had completed could have contributed to the level of damage seen. No evidence was found of a leaking valve when tested. The waxes on the instrument were drained and replaced. Preventative maintenance was performed. No further action to the instrument is proposed at this point. The customer is continuing to use the peloris without fault. See scanned pages.